Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope had 3d imaging. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. Upon further inspection, it was observed that water tightness was lost due to a dent on the distal end caused by chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the angulation lever was deformed due to a handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, a scratch was observed on the universal cord due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.